Event description:
It was reported that a prismaflex m150 set was observed to have a damaged "cable" and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the dialysate pump segment was perforated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.